Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was depleting faster than expected. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.